Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of sigma ps rp components due to tibial loosening. The primary surgery was done by (B)(6) on (B)(6) 2010. The tibial component had collapsed medially. The surgeon said the cement mantle had subsided. The tibial component came out clean with no cement attached to the implant. The femur was well fixed and had good cement fixation to the implant and bone. The tibial insert was removed first, followed by the tibia, and then finally the femur. The patella was left as is. Attune revision components were then implanted. Doi: (B)(6) 2010, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Was surgery delayed due to the reported event? If yes, how long? No, as this was a revision procedure there was no surgical delay. 2. Please clarify if the used cement was a depuy. If yes, please provide the quantity, product and lot numbers. Unfortunately I am unsure of the cement used. 3. Was there any deficiency against the insert and femoral as they were also revised. All sigma implants were explanted except the oval patella. The femur and insert had to be removed along with the tibia in order to implant the attune revision components. The femur and insert were not the mode of failure, the tibial component was.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Affected side: right knee.